Event description:
Patient was sitting on chair, not moving around or touching the tubing. IV pump beeped occluded. I followed the IV tubing to check for clamps and noted that the injector piece had disconnected from the connector piece that was attached to the patient's port. When reattaching the pieces, I felt resistance keeping the 2 pieces together, I used the "suitcase" to keep the 2 pieces attached. Per mother, tubing has come disconnected before.